Event description:
It was reported that a physician was attempting to implant a complete se peripheral stent to treat a lesion in the common iliac artery. Lesion was reported to be eccentric with 70% stenosis, diameter 10mm. There was nothing unusual reported about the landing zone of the stent. Device was removed from the packaging per IFU with no issues noted. Device was inspected and prepped prior to use with no issues noted. It was reported that during the stent implantation, the stent jumped forward (approximately 5mm) during deployment, however the stent was still in a good position. No further treatment required. No patient complications reported.

Manufacturer narrative:
Results: root cause of the issue is undetermined, device and images not available for evaluation. Lesion was eccentric with 70% stenosis. Device or procedural images not available for review. Conclusion: lesion was eccentric with 70% stenosis. Device or procedural images not available for review. Device or procedural images not available for review. (B)(4).